Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was hit by the shaver. A visual inspection was performed and showed the scope to have severe distal tip damage. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported a hit by shaver. No patient injury was reported. Back-up device was not available.